Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no calibration failures occurred during lab testing but found actual o2% output was out of specification from the set point. The electronic patient gas system (epgs) was connected to a system 1 simulator, central control monitor (ccm), and oxygen (o2) and air were attached at 50 pounds per square inch (psi). After the warm up period calibration was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at five liters per minute (l/min) and 100% o2 was 2.08 volts (v), within specification. The epgs was calibrated several times. During calibration, the pst noticed that the o2% reading on an external o2 analyzer at 100% was only 92%. At 80% the external analyzer read 73.3%, at 60% it was reading 53.9%, and at 40% it was reading 35.2%. This indicated that the blender was defective. Per service history, this unit was manufactured in january 2009 and has not undergone reconditioning every two years as recommended. The blender failure was most likely to be caused by lack of maintenance. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, a second calibration was attempted but failed. There were no alarms but an 'oxygen (o2) analyzer calibration failed" error message was displayed.

Manufacturer narrative:
Per the manufacturer's subsidiary, after the heart lung machine (hlm) was booted up there was a large amount of gas discharged.

Event description:
It was reported that during field service installation, the electronic patient gas system (epgs) was unable to be calibrated. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Multiple diligence attempts for part return were unsuccessful so there will be no evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.